Manufacturer narrative:
Model number/ catalog number: sc-2366-50, serial number: (B)(4), batch/ lot number: 21387925/5017715, model/ catalog description:linear 3-6 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient experienced additional pain by the stimulation. It was also noted that the patient had inadequate stimulation. Database analysis revealed no anomalies. The patient underwent an explant procedure and was doing well postoperatively.